Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited elevated pacing impedance and threshold measurements. Shock lead impedance measurements are consistent and normal. There is no noise on the electrograms and noise was not able to be produced with isometrics or pocket manipulation. On x-ray, the leads appear twisted.